Event description:
Device report from synthes reports an event in norway as follows: this report is being filed after the review of the following journal article: johansen, t.o. Et al (2021), effect of arthroplasty vs fusion for patients with cervical radiculopathy: a randomized clinical trial, jama network open, vol. 4 (8):e2119606, pages 1-12 (norway). This multicenter, single-blinded, randomized clinical trial aims to investigate clinical outcomes at 5 years for arthroplasty vs fusion in patients who underwent surgical treatment for cervical radiculopathy. A total of 136 patients (63 male and 73 female; mean [sd] age, 44.1 [7.0] years) were included in the study, with 68 patients randomized to arthroplasty using competitor device and 68 patients (31 male and 37 female; mean age was 43.4 years) randomized to fusion using cervios cage (depuy synthes spine) as stand-alone implant. The patients were included in the period between 2008 and 2013 and data were analyzed from december 2019 to december 2020. A total of 114 patients (83.8%) completed the 5-year follow-up, including 59 patients (86.7%) from the arthroplasty group and 55 patients (80.9%) from the fusion group. The following complications were reported as follows: fusion group: 8 patients required 9 reoperations. 7 of these was due to radiculopathy and 1 was considered clinical adjacent segment disease, which were as follows: patient 1: a male patient in his 40s - had 2-segment spondylosis at inclusion (and hence should have been excluded), and was perceived to have a c7 radiculopathy at first, but was reevaluated after no effect of surgery, and reoperated at the adjacent segment, c5/c6 (adjacent segment). Patient 2: a female patient in her 40s - persisting radiculopathy, operated with posterior foraminectomy (index segment). Patient 3: a female patient in her 40s - recurrence of radiculopathy, operated with posterior foraminectomy (index segment). Patient 4: a male patient in his 40s - developed radiculopathy 2 segments above primary surgery, operated with anterior discectomy and cage (2 segments above index). Patient 5: a male patient in his 50s - persisting radiculopathy, operated with posterior foraminectomy (index segment). Patient 6: a female patient in her 30s - recurrence of radiculopathy, operated with posterior foraminectomy (index segment) (referring to patient 4 with 2 segments above index). Patient 7: a male patient in her 40s recurrence of radiculopathy 2 segments above index, operated with posterior foraminectomy, second reoperation. Patient 8: a female patient in her 40s - developed radiculopathy at adjacent segment, operated with anterior discectomy and cage (adjacent segment). Patient 9: a female patient in her 30s - developed radiculopathy 2 segments above primary surgery, operated with cage (2 segments above index). This report is for an unknown synthes cervios cage. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown cervios cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.